Manufacturer narrative:
The investigation concluded that the cause of the event was due to the hardware. In order to resolve the issue, the cca (couch control assembly) was replaced. No harm was caused to the patient. The risk was determined to be acceptable.

Manufacturer narrative:
Customer alleged there was a couch fault. When a patient laid down on the couch, the z+ button was used to raise the couch, however, when the z+ button was released, the couch continued to raise to the highest position before stopping. The cck buttons would not stop the couch movement. This issue is currently under investigation.

Event description:
A couch fault occured, the couch control keypad (cck) could not stop the couch movement.